Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been implanted in 2012 and the patient could ¿never use it right.¿ the patient could only use, charge, and do ¿everything else¿ with the ins while sitting down. It had been ¿awful.¿ the patient could not walk and didn¿t get any ¿feedback¿ in the feet, which was where most of the patient¿s pain was. If the patient stood up, she would ¿hit the ground.¿ the therapy had never helped the patient with the pain. The ins was later replaced and the patient felt ¿150 percent better.¿ the patient was patient¿s left leg had always been worse than the right, but both legs had become ¿completely even.¿ the patient was able to walk and bend over.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).